Manufacturer narrative:
Concomitant therapies: duloxetine, loratadine, montelukast, furosemide, oxybutynin, synthroid, lomotil, cartia xt, and flonase. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps, inflammation, area under eyes keep turning red, and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Patient reported they were injected "under the eyes and along the cheekbones" with 2 syringes of juvéderm®. An unspecified amount of time later, patient experienced "lumps, inflammation, and the area under the eyes keeps turning red." Patient also stated that "there was an infection from the previous injection in june, but it has since cleared up." Patient was provided avelox, prednisone, amoxicillin, and a steroidal cream to put on the eyes. It was not specified when the treatments were given. Patient also had a culture done; results were not specified. Patient reported the infection resolved at an unknown date, but the other symptoms are ongoing. Patient takes meloxicam, hydrochlorothiazide, losartan, duloxetine, loratadine, montelukast, furosemide, oxybutynin, synthroid, lomotil, cartia xt, and flonase.

Event description:
Further information from the injecting office revealed patient was not injected with juvéderm®, but instead injected with restylane.